Manufacturer narrative:
Investigation: the gui to bd cable was returned for failure investigation the gui to bd cable was visually inspected and functionally tested. Conclusion: there was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, the display monitor was moved on an 840 ventilator and an alarm generated and a system error was displayed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. It appears the graphical user interface (gui) cable became disconnected. No further information is available.